Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed that there were not any anomalies noted. A sweep gas was applied to the gas pathway and bubbles came out of it. The bubbles were tested with a protein test paper and found to contain protein. The actual sample was rinsed and dried and the gas transfer performance test was implemented on it in conformity to the shipping test method, by circulating arranged bovine blood (hb12.0 g/dl, temp.37oc., ph:7.4 svo2:65% and pvco2:45mmhg) in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 6l/min. And 4 l/min. Result: o2 addition: @6 l/min.= 395ml/min. @4 l/min.= 279ml/min. Co2 removal: @6 l/min.= 321ml/min. @4 l/min.= 234ml/min. No anomaly was revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. Bovine blood((hb12.0 g/dl, temp.37oc) was circulated at the flow rate of 7l/min. And the back pressure of 300mmhg for 6 hour. No leak or plasma leak was observed. As reported, a few hours after the initiation of the circulation, no increase in pao2 in spite of increased fio2 was noted a few hours after the initiation of the circulation. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production-related anomalies. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information. As a cause of the occurrence of plasma leak, the following can be inferred. Due to a change in the blood properties a surface-active substance was generated in blood. This led the balance of the surface tension between the gas and blood which had been kept at the micro pores on the surface of the fibers to be upset, resulting in plasma leak. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported insufficient gas transfer on the oxygenator device during a vad conversion procedure. Follow up communication with the user facility reported the following information: (1) about a few hours after ecc started, gas-transfer (oxygenation) became insufficient; (2) po2 fall down and with an increase in gas flow rate to 10l/min and fio2 to 100%, it stayed around 100; (3) the procedure was continued and completed with the oxygenator in question; and (4) the patient was weaned off the bypass with no harm.